Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: short battery life and replace battery alarms were observed in the pump history. The recorded voltage was low at the time of the alarms. The pump's electrical current draws were tested and were within specifications.